Event description:
It was reported that the customer's insulin pump was cracked in multiple places, including the screen, battery compartment, and reservoir compartment. Customer stated high blood glucose levels she had experienced could have been caused by these cracks and there was a piece that fell off. Customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.